Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited p-wave oversensing in the left ventricular (lv) channel during a pacemaker mediated tachycardia (pmt) episode. Lv sensing was programmed off because the patient is pacer dependent. This crt-p system remains in service. No adverse patient effects were reported.